Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) around 1:30 pm with blood glucose of 560 mg/dl. The customer had low blood glucose and they called emergency medical service and last friday on the (B)(6), she went the hospital again due to high blood glucose. The blood glucose currently is 222 mg/dl and blood glucose during second incident was over 600 mg/dl. The customer treated their high blood glucose with injections and insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report customer allege the insulin pump was under delivering the insulin. The insulin pump will not be returned for analysis.